Manufacturer narrative:
The unit was evaluated at philips, and the symptoms were verified. Philips replaced the therapy pca, which resolved the reported issue.

Event description:
The customer reported getting multiple malfunction messages; power supply, pacer and shock.